Event description:
(B)(6). It was reported that during a stenting treatment procedure, vessel perforation occurred. Lesion 1 was located in the distal right coronary artery (rca). The lesion was 100% stenosed, 3.0mm in diameter and 5.0mm long. The lesion was treated with predilation and placement of a 3.0x32mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was located in the 1st obtuse marginal (om). The lesion was 90% stenosed, 2.25mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 2.25x16mm taxus liberte stent. Residual stenosis was 0%. It was noted that perforation occurred post stent placement. Lesion 3 was located in the 2nd om. Lesion 3 was 90% stenosed, 2.25mm in diameter and 10mm long. Lesion 3 was treated with predilation and placement of a 2.25x16mm taxus liberte stent. Residual stenosis was 0%. During the index procedure, a perforation occurred post stent placement. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the event of perforation was reported in error due to a data entry error. No perforation occurred.